Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the t-handle of the returned inserter is indeed broken off. It is clearly visible that the surface of the t-handle have been struck with heavy hammer blows. Based on these findings we suppose that excessive use caused the malfunction of this device. In this relation we would like to mention to the technique guide where it is stated that blows on the t-handle should be avoided. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a bolt at the distal tip of the inserter broke. No patient harm as a result. This report is 1 of 1 for (B)(4).